Manufacturer narrative:
This event occurred in (B)(6). A general reagent issue could be excluded based on calibration, quality control, and an ldl precision check. The customer cleaned the sample probe manually and performed a sample probe wash. The customer performed a sample probe air purge, reaction cell wash, reaction cell blank measurement, and primed the wash solution flow paths. The investigation determined the actions resolved the issue.

Event description:
The initial reporter questioned non-reproducible ldl-cholesterol gen.3 results on a cobas c 503 module. The customer provided questioned results for two patients. The initial results were not reported outside the laboratory and the patient samples were repeated. Patient 1¿s initial ldl result was 5.56 mg/dl, and repeat result was 113 mg/dl. Patient 2¿s initial ldl result was 5.51 mg/dl, and repeat result was 109 mg/dl. Ldlc3 reagent lot number used for patient testing 373005 with an expiration date of 30-sep-2020.